Event description:
It has been reported to philips that during a clinical procedure the allura system showed an image disk error and prevented the user from acquiring images. The procedure was completed after transferring the patient to another system. No harm has been reported.

Manufacturer narrative:
A philips service engineer inspected the system onsite and found errors in the image processing pc and cooling fan. These were replaced and tested. The system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue happened during a coronary procedure. There was a delay in the treatment and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the errors in the image processing pc. Review of the log file showed that the error message was caused by a failing lateral ip-pc. During the examination, the fse identified that the image of the side surface disappeared, but when the system was restarted, it was restored. The issue reoccurred again when the customer was performing the procedure. The fse replaced the image processing pc (ip-pc) to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code, evaluation method code and component codes were corrected.